Event description:
Caller reported blood glucose results of 112 mg/dl on compact plus system and 269 mg/dl on advantage system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meters and strips.

Event description:
This is a spontaneous report by a nurse from the USA of patient who made a mistake(touch contamination)and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the nurse stated that on an unreported date in 2010, the patient made a mistake / touch contamination. On (B)(6) 2010, the patient was diagnosed with peritonitis. The patient was not hospitalized. Treatment information was not provided. Dianeal therapies were ongoing. The patient was recovering from the peritonitis. It was not reported whether the event of patient made mistake / touch contamination resolved. Per the nurse, the event of peritonitis was not related to dianeal pd2 ambuflex and dianeal pd2 ultrabag therapies. A causal relationship was not reported for the event of patient made mistake/ touch contamination.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).